Event description:
It was reported that the insulin pump buttons were not responding well to press anymore. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube window and a cracked case at the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.